Event description:
Intensive care unit nurse was present at the insertion of the im3.st licox bolt placement. The burr hole was difficult to perform, the pt had "thick skull. The im3.st triple lumen was placed. The cc1.sb (oxygen probe) and the c.8 (temperature probe, lot number 190403) were inserted and were functioning properly. The trocars were removed without difficulty. An attempt was made to try to insert the 110-4l catheter down the icp channel. The 110-4l had a visible metal sheath, which seemed to prevent the catheter from going down the lumen completely. The surgeon removed the entire triple lumen and small plastic fragmented pieces were noted at the end of the bolt. It appeared that small pieces may have been left in the brain but the nurse reported all small pieces were removed from the burr hole site. It is not clear if the surgeon loosened the compression cap to remove the 110-4l or if they removed the entire bolt with the cc1.sb and the c.8 still in place without loosening the compression cap. Since the pt had "thick skull," bone may have been present in the burr hole causing it difficult to create the burr hole which prevented the 110-4l from inserting completely. The surgeon drilled another burr hole and placed an intracranial pressure catheter only. Add'l info was requested and received. The device was in place for three days. The pt had an unusual thick skull. The compression ring was released/unscrewed prior to removal of im3.st.